Event description:
It was reported that patient with history of shone syndrome (left ventricular obstruction, coarctation of the aorta, & mitral valve abnormally), cardiac defects & multiple heart surgeries was admitted for a konno procedure including mechanical aortic valve replacement. Following the procedure, the patient experienced persistent fevers, multi-organ failure & was on a ventilator. It was thought the patient may be experiencing an immune reaction to one of the multiple surgical components (nickel, dacron, gore-tex, & bovine pericardium). A patch test including latex was conducted indicating a positive reaction to dacron. Cultures showed methicillin sensitive staph aureus (mssa) from sinuses. The patient remains in critical condition & no improvement has been seen over the past month despite treatment with steroids, plasma pheresis, intravenous immunoglobulin (ivig), and antibiotics. The hospital reported they do not have a complaint regarding the sjm devices.